Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced low blood glucose. Customer¿s blood glucose level at time of incident was 36 mg/dl, treated with food and current blood glucose level was 112 mg/dl. Customer stated that they received a sensor updating or sensor glucose value not available status or alert. Customer declined further troubleshooting with low blood glucose as they was already feeling okay. The insulin pump will not be returned for analysis.